Event description:
Dealer called stating that when the consumer scooted forward then back on the 6795 shower commode chair the right rear clip that attaches to the seat allegedly broke, causing the seat to fall in. No injury. The malfunction has not been confirmed.